Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that after post procedure, the echocardiogram (echo) showed the amulet had completely embolized and travelled to the left ventricle. There was no blockage of blood flow. The patient was transferred to a different hospital for the retrieval. During retrieval, the patient was in sinus rhythm. The embolized device was successfully retrieved by transcatheter procedure. The retrieval of the embolized device considered an emergency procedure. The implanter believes the cause of embolization was change in rhythm. Based on the information received, the root cause of the reported incident could not be conclusively determined. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. There were no complaints associated with any other devices from the lot.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer amulet delivery sheath. During procedure, the patient was in atrial fibrillation. The left atrial appendage (laa) measured 19.5mm - 20.8mm on fluoroscopy and 17mm - 18mm on transesophageal echocardiogram (tee). The amulet was implanted with the close criteria being satisfied, and the amulet's shape of compression was tire. There was no leak noted around the lobe of the device. The patient was reported to be stable after the procedure. After 4 hours post procedure, the echocardiogram (echo) showed the amulet had completely embolized and travelled to the left ventricle. There was no blockage of blood flow. The patient was transferred to a different hospital for the retrieval. During retrieval, the patient was in sinus rhythm. The embolized device was successfully retrieved by transcatheter procedure. The retrieval of the embolized device considered an emergency procedure. The implanter believes the cause of embolization was change in rhythm. The patient required hospitalization. The patient was reported to be in good condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer amulet delivery sheath. During procedure, the patient was on atrial fibrillation and the left atrial appendage (laa) measured 19.5mm - 20.8mm on fluoroscopy and 17mm - 18mm on transesophageal echocardiogram (tee). The amulet was implanted with the close criteria being satisfied. There was no leak noted around the lobe of the device. The device was travelled through left ventricle. The patient was reported stable after the procedure. After 4 hours post procedure, the echocardiogram (echo) showed the amulet was completely embolized. There was no blockage of blood flow. The patient was transferred to a different hospital for the retrieval. During retrieval the patient was on sinus rhythm. The embolized device was successfully retrieved by transcatheter procedure. The retrieval of the embolized device considered an emergency procedure and the shape of the compression was tire. The implanter believes the cause of embolization was change in rhythm. The patient required or prolonged hospitalization. The patient was reported to be in good condition.